Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant the implantable cardiac monitor (icm) experienced undersensing premature ventricular contractions (pvc) despite all programming changes. The icm remains in use. No patient complications have been reported as a result of this event.